Event description:
It was reported that the atrial lead dislodged while prophylactically replacing the right ventricular lead. The atrial lead was removed and a new atrial lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned in segments and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance, and had cosmetic depression. There was tissue on the helix. The lead was stretched. Visual analysis noted the lead had apparent explant damage.